Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, externalized conductors were observed. No electrical anomalies were detected. The lead was reused. Patient condition was stale.